Manufacturer narrative:
A visual inspection was performed on the returned device. The reported balloon rupture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted to the balloon during preparation or during the first inflation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified anatomy resulting in the reported balloon rupture during second inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a heavily calcified and moderately tortuous lesion in an arteriovenous fistula with stenosis. A 6x40mm armada 35 balloon dilatation catheter (bdc) was prepared and advanced to the lesion with no noted issues; however, during the second inflation the balloon was noted to rupture at 18atms. Therefore, the bdc was removed and a new same sized armada 35 bdc was used to continue the procedure. There were no adverse patient effects, nor clinical delay. No additional information was provided.